Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported endophthalmitis with hypopyon three days after an intraocular lens (iol) implant procedure. The patient experienced pain and a decrease in vision. Representative indicated the eye was injected with intravitreal antibiotics and the patient was referred to a retinal specialist for follow-care. Patient is improving, but the infection is not resolved at this point. The lens remains implanted.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and viscoelastic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).